Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00255.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural fistula using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, a smart coil would not advance past its initial position within its introducer sheath. Therefore, the smart coil was removed. Next, the same issue occurred with another smart coil. Therefore, this smart coil was also removed. The procedure was completed using non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.